Event description:
The pt underwent a balloon ablation procedure in 2005. A hysteroscopy was not performed prior to the start of the balloon ablation procedure. A loss of balloon pressure was encountered four mins into the procedure. During insertion of the catheter, there was no indication that the catheter tip advanced more than 6 cm. When the loss of pressure occurred, the procedure was aborted immediately and the pt was kept in the hosp for observation for 48 hours. The pt experienced some shoulder pain and abdominal tenderness. There were no signs of an acute abdomen and the pt was given intravenous antibiotics prophylactically. After 48 hours the pt was discharged. The pt returned 2 months later requesting an abdominal hysterectomy as the uterine bleeding had not improved. During the abdominal hysterectomy it was observed that the bowel had adhered to the fundus of the uterus, where the previous peforation had taken place. There was also evidence of hemorrhage intra abdominally, due to the perforation encountered with the balloon ablation procedure. An abdominal hysterectomy was performed in 2005.